Manufacturer narrative:
Qn#: (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the distal luer hub completely separated from the distal extension line. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The IFU also states, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report that the extension line separated from the luer hub was confirmed through examination of the customer supplied photo. The image showed the distal luer hub was completely separated from the distal extension line; however, the actual complaint sample was not returned for evaluation. The device history record was reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the extension line/luer hub separation could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the extension line was severed very close to the injection hub and fell off in her hand while the nurse was applying the slide clamp. The slide clamp was used to occlude the extension, the line was removed and then replaced." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#:(B)(4).

Event description:
The complaint is reported as: "the extension line was severed very close to the injection hub and fell off in her hand while the nurse was applying the slide clamp. The slide clamp was used to occlude the extension, the line was removed and then replaced." No patient harm reported. The patient's condition is reported as fine.